Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00092), freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00093) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00094). On (B)(6) 2016, the customer reported that the freedom driver exhibited a fault alarm while the patient was in the movie theater. The customer also reported that the driver was plugged in with a green light on the freedom power adaptor during the fault alarm. The customer also reported that when the patient was getting ready to leave the movie theater, they noticed that one of the freedom onboard batteries had 2 bars and the other battery had 3 bars on the battery fuel gauge. The customer reported that the onboard battery with 2 bars on the battery gauge was exchanged when the freedom driver faulted. The customer also reported that the patient was provided with a replacement ac power supply and onboard batteries. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries. The freedom onboard battery s/n 45273 will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection revealed no anomalies. The batteries' smbus (system management bus) data did not reveal any anomalous values or issues with communications. The battery successfully passed functional testing. The customer-reported issue could not be confirmed or reproduced. This customer-reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. In addition, the freedom driver is equipped with multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom onboard batteries. Freedom onboard battery s/n (B)(4) was returned to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under three separate medical device reports: freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00092), freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00093) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2016-00094). On (B)(6) 2016, the customer reported that the freedom driver exhibited a fault alarm while the patient was in the movie theater. The customer also reported that the driver was plugged in with a green light on the freedom power adaptor during the fault alarm. The customer also reported that when the patient was getting ready to leave the movie theater, they noticed that one of the freedom onboard batteries had 2 bars and the other battery had 3 bars on the battery fuel gauge. The customer reported that the onboard battery with 2 bars on the battery gauge was exchanged when the freedom driver faulted. The customer also reported that the patient was provided with a replacement ac power supply and onboard batteries. There was no reported adverse patient impact.